Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide correction to the initial with information inadvertently left out (d9), and to provide an update to fields (h3, and h4). The lm reviewed reprocessing steps provided by the user, could not find information to judge deviation from instructions for use. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: all channels, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, it is likely the reported event occurred due to reprocessing could have been conducted insufficiently. Growth of microorganisms were found through culture testing by user after reprocessing. However, when olympus cultured tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope initially tested positive for >25 colony forming units (cfus) of pseudomonas aeruginosa. The device was sampled again five days later for the second test. The second test result was positive for >25 cfu's of klebsiella pneumoniae and pseudomonas aeruginosa. The device was sampled again three days later for the third test. The third time test result was positive for >25 cfu¿s of klebsiella pneumoniae and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.